Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 28 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was lost to follow-up. Approximately one month ago the patient was in a car accident and presented in the emergency room. During the evaluation a proximal type I endoleak was noted and there aneurysm is 55.7 mm in diameter. The proximal aortic neck is 25.1 mm in diameter and 10 mm in length. The infra-renal aortic neck angle is 21.4 degrees. Cause of the endoleak is unknown. An endurant cuff etcf3232c49e was implanted approximately two weeks ago to address the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).